Manufacturer narrative:
In follow up email correspondence between the customer and a complaint handler, the customer provided additional information, stating that she was diagnosed with mastitis by her obgyn on (B)(6) 2017, while using both the harmony and freestyle pumps, and was prescribed an antibiotic, which she is currently taking, though she is no longer experiencing any mastitis-related issues. She alleged a deficiency with the harmony pump; however, the customer indicated that there was no failure of the freestyle pump, she just preferred the harmony because she felt that her breasts responded a little better to it. Because the customer was using both the harmony and the freestyle when she was diagnosed with mastitis, two medwatches are being filed; this medwatch for the freestyle and 1419937-2017-00186 for the harmony. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to customer service via email that she bought a freestyle breast pump and other medela products, all of which worked very well. However, after she got mastitis twice, she decided to purchase a more portable pump and bought a harmony, which she like even better than the freestyle. However, she alleged that after only one month of using it, the suction depleted significantly, and she cannot get a "good pump out of it.